Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket failed due to a memory error. The field service engineer (fse) remoted into the device and performed a force release through diagnostics, which successfully released the pocket. After reboot, the customer cleared the failure and confirmed that the pocket was released. The station unloaded the medication, and the customer was advised to reload the medication into another pocket. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 3.2 pocket c3 cubie had failed and not releasing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.